Manufacturer narrative:
No additional diagnostic/functional testing was performed by philips. The customer indicated that the speaker was defective and a replacement needed to be ordered. Good faith efforts were made to determine whether there was sound, but the customer only provided that there was an inop and the sound could not be verified. The reported problem is considered confirmed. The customer ordered a replacement speaker to resolve the issue. The customer has assumed the repair responsibility. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 indicating that the speaker was defective; the monitor displayed an error. It is unknown if the device was in use at the time of the event. There was no adverse event reported.